Event description:
User had to repeat several calcium results. Sixty one patients were known to be involved. Eighteen patient results were provided. All repeat testing was performed in 2009. Sample 1 initial result was 7.2 mg/dl, repeat result was 7.9 mg/dl. Sample 2 initial result was 7.5 mg/dl, repeat result was 9.1 mg/dl. Sample 3 initial result was 7.3 mg/dl, repeat result was 8.3 mg/dl. Sample 4 initial result was 7.2 mg/dl, repeat result was 8.3 mg/dl. Sample 5 initial result was 8.4 mg/dl, repeat result was 9.2 mg/dl. Sample 6 initial result was 7.4 mg/dl, repeat result was 8.2 mg/dl. Sample 7 initial result was 6.5 mg/dl, repeat result was 7.7 mg/dl. Sample 8 initial result was 6.1 mg/dl, repeat result was 8.2 mg/dl. Sample 9 initial result was 7.5 mg/dl, repeat result was 9.5 mg/dl. Sample 10 initial result was 6.8 mg/dl, repeat result was 8.1 mg/dl. Sample 11 initial result was 8.3 mg/dl, repeat result was 9.2 mg/dl. Sample 12 initial result was 7.9 mg/dl, repeat insult was 8.9 mg/dl. Sample 13 initial result was 7.7 mg/dl, repeat result was 9.7 mg/dl. Sample 14 initial result was 7.8 mg/dl, repeat result was 8.7 mg/dl. Sample 15 initial result was 6.6 mg/dl, repeat result was 9.1 mg/dl. Sample 16 initial result was 7.1 mg/dl, repeat result was 7.8 mg/dl. Sample 17 initial result was 6.1 mg/dl, repeat result was 6.9 mg/dl. Sample 18 initial result was 5.9 mg/dl, repeat result was 7.5 mg/dl. Erroneous results were reported. No patients received treatment based on the erroneous results. The field service representative determined the gear pump was damaged and replaced it. Performance tests were performed which were within specification.